Event description:
The pump was returned for investigation. Investigation revealed a dim and discolored display screen. The display lens was also found to be leaking during a leak test. There was no reported adverse event associated with this complaint. This report is made based on results of investigation completed on 09/06/2013.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 09/06/2013 with the following findings: investigation revealed a dim and discolored display screen. The display lens was also found to be leaking during a leak test. Unrelated to the complaint, the pump cover was removed and moisture corrosion was found inside the pump compartment. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.